Event description:
Reporter alleged using the same multiclix lancet needle used in fingerstick blood glucose testing for two months and as a result developed two infections in her hand. Reporter stated she made an appointment with her doctor and as a result was treated with an antibiotic pill and cream. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.